Manufacturer narrative:
The product is not available for evaluation at this time. When the product is returned, an investigation will be conducted and a follow up report will be filed as appropriate. Device not yet received by manufacturer.

Event description:
Revision surgery scheduled for (B)(6) 2017 to remove set screw which backed out from a two level pedicle screw construct in the patient.